Manufacturer narrative:
It was reported to arjo by a customer representative that a side rail panel was detached from a side rail mechanism when a patient rolled over on a citadel plus bed frame. No injury occurred, no medical intervention was needed. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. In this complaint, the left foot end side rail panel was detached. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This hypothesis is in line with circumstances in which the malfunction occurred. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. There was a patient involved. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
It was reported to arjo by a customer representative that a side rail panel was detached from a side rail mechanism when a patient rolled over on a citadel plus bed frame. No injury occurred, no medical intervention was needed.